Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; not able to calibrate stylus touch pen. Overlay found out of electrical specification. Analysis also found a pin stuck inside of the ECG (electrocardiogram) connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the "pencil" needs to be calibrated. The programmer was returned for test and calibration. No patient involvement or complications were reported.